Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor needed to be removed due to surgery and inquired if sensor could be replaced. Customer also reported that infusion set had been pulled out when going to the rest room. Customer's blood glucose was 420 mg/dl, which was treated with insulin pump. Customer declined troubleshooting. Customer was advised that sensors and infusion sets would be replaced.